Manufacturer narrative:
Getinge was informed of an event with a washer disinfector from 91-series, with serial number: (B)(6) and catalog number: 9125-001-ctom. The unit was manufactured on 2015-07-07. Additionally, the installation date at the facility was provided as 2015-10-15. The information collected to date and as a result of the performed investigation allowed us to establish that the alarm was displayed on the device, which is to warn the user about the abnormalities during the cycle and interruption of the cycle. The device¿s user manual is instructing the operator what actions should be taken to correct the error and those do not require an opening of the door. This is mainly due to the fact that it may contribute to the unexpected steam escape through the door area, therefore exactly to the situation as alleged by the customer. Performed investigation is pointing to the most likely root cause being related to activities performed by the user, which were not in line with instructions given as part of the user manual. When the event occurred, the device was directly involved and likely did not meet its specification since the steam leaked out and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. The issue appears to occur at a baseline level, no actual adverse outcomes have been documented to have taken place as a result of this issue with this product. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer`s reference number:(B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th december, 2020 getinge became aware about an issue with one of the devices ¿ 9125 washer disinfector. As it was stated, after the failed wash cycle the operator opened the door of the washer and steam has been released. There is a fire alarm right next to the washer and the released steam led to setting off the alarm. There was no injury reported, however we decided to report the complaint to the competent authorities in abundance of caution as releasing steam in front of the operator might result in a serious injury. Manufacturer reference number: (B)(4).